Event description:
During pca therapy the nurse received a pca pump alarm that alarmed "reservoir volume low" and "infusion complete" on a pca pump delivering 0.1mg/ml hydromorphone. The clinician noted that the delivered volume from the pump was 100ml. During exchange/ replacement of the cassette the clinician noted that the removed cassette felt full and the pump did not deliver the reported 100ml medication. The pump was removed and sequestered for biomedical review and reporting. The removed cassette was evaluated by pharmacy and they measured 98ml of remaining medication. Pharmacy cleared the cassette of medication and replaced with 5% dextrose. The pump, cassette, and IV set returned to biomedical for evaluation and reporting. Biomedical downloaded event log from pump and reported event to manufacturer. This is a re-occurring event with this model pump involving under-delivery of medication to the patient and is under active monitoring by our medical center and manufacturer. Manufacturer response for infusion pump, pca, cadd solis (per site reporter): the manufacturer is actively working with our medical center to address this and several other similar events involving under deliveries of medication to the patient.